Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Posterior cervical fusion. Screw would not load onto driver. Second screw driver tried and would not load onto that driver either. Issue with thread inside tulip head. Delayed surgery by approximately 3 minutes. Had to use a different size due to only quantity of two on the loan set. No adverse event to patient.